Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of the cycler prompting air detected in cassette and balloon leak valve alarms. The patient discontinued treatment during drain 3 of 3 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 8586 ml during drain 2 of 3 of treatment. This drain volume is 429% the patient's prescribed fill volume of 2000 ml. The patient stated feeling full after disconnecting. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) on the night of the reported event. The patient has received a new cycler which is working well and continuing with pd therapy without issue.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of the cycler prompting air detected in cassette and balloon leak valve alarms. The patient discontinued treatment during drain 3 of 3 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 8586 ml during drain 2 of 3 of treatment. This drain volume is 429% the patient's prescribed fill volume of 2000 ml. The patient stated feeling full after disconnecting. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) on the night of the reported event. The patient has received a new cycler which is working well and continuing with pd therapy without issue.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane vacuum check ¿ failed. Measured (vacuum < 160 mbar): 220 mbar failure traced to: clogged hp2, hp3 and hp4 filters. Replaced hp filters. Patient sensor check ¿ passed. Valve actuation test ¿ passed. System air leak test ¿ passed. A (as-received with reduced dwell) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.